Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. Patient was under (B)(6) years old, which is off-label usage of the device. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.